Event description:
Vendor lowered equipment onto power cord inadvertently. Cord was damaged. Equipment plugged into power source, resulting in burning of electrical insulation on cord and sparking. Equipment unplugged. Unit is owned and operated by vendor.